Event description:
Pt alleges having pains in her breasts that go to her hand and arm, pain in her joints and a hardening of her implants. Physician's letter states upon removal the left side was grossly intact without gel bleed and there was gel bleed on the right side but no obvious break; however, the implant ruptured quite easily when the physician used a low current.